Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor installed on (B)(6) 2012, malfunctioned. Error message ¿cannot calibrate o2 analyzer¿ occurred. As a result, an alternate system was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The customer did not save the sensor to be returned; and they fixed the unit themselves by changing the sensor and the unit worked as intended. If add¿l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.